Event description:
It was originally reported that the pt was not able to adjust their stimulation. The programmer displayed the "call your dr" icon and code 505 which required intervention by a physician to correct. The pt was re-directed to their healthcare professional. The healthcare professional confirmed pt symptoms of pain and attributed it to weight loss. A revision was performed with a deeper pocket made for the device. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4).